Manufacturer narrative:
Review of the device manufacturing record history. Review of the device manufacturing record history confirmed device met pre-release specification.

Event description:
On (B)(6) 2007, two gore propaten vascular grafts were implanted in the patient's left leg, from the external iliac to anterior tibial artery. Thrombosis of the grafts occurred and thrombectomy was performed. On (B)(6) 2007, the patient presented with an infection. An amputation was done.